Event description:
Walkaway-96 plus scanned incorrect tower and yielded a duplicate panel exception. The results were not reported to the physician. Treatment was not delayed or withheld. There are no reports of adverse health consequences associated with this issue.

Manufacturer narrative:
Evaluation method: routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: cycled power to reset instrument which corrected the issue. Conclusions: issue may be associated with duplicate panels being aborted.